Event description:
Medwatch report number mw5183164 was received a complaint regarding the following device: 9" (23 cm) appx 0.43 ml, smallbore bifuse pressure infusion (400 psig) ext set w/2 microclave® clear, 2 purple clamps, rotating luer. It was stated in the report that the rn bedside to a 4-year-old male black or african american noticed leaking from the connection site between the primary tubing of lipids and y-site connecting to the pt central line. On their further assessment, they could see fluids coming from crack in cap. The y-site was removed and a new one connected to the patient. There was no report of any human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.